Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was not functioning on alternating current (ac) power. The ventilator was operating on the battery. Although requested, it is unknown if a patient was connected to the ventilator at the time of the reported event. A service engineer (se) inspected the device and replaced the power supply. The unit passed all testing and operated within the manufacturing specifications.